Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibied normal charging and discharging characteristics when charged with recommended optimal alignment. The battery depleted within the typical ipg battery depletion rate.

Event description:
A report was received that a pt's ipg was depleting faster than normal. The database analysis did not reveal any signs of premature battery depletion. However, during a lead revision surgery due to lead migration, the physician replaced the pt's ipg. The physician did no believe the ipg malfunctioning. The pt was reportedly doing well following the procedure.

Event description:
A report was received that a patient's ipg was depleting faster than normal. The database analysis did not reveal any signs of premature battery depletion. However, during a lead revision surgery due to lead migration, the physician replaced the patient's ipg. The physician did not believe the ipg malfunctioning. The patient was reportedly doing well following the procedure.